Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00289. (B)(6). The device was manufactured october 1-3, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the device had leaked from the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. The device had been filled with 3250mg fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.